Event description:
As reported, the dpt is defective because the pressure measured 2 times higher than the patient's real pressure. The systolic and diastolic blood pressure values were 221/170mmhg (mean 190) for a few hours. Verification (believed to be non-invasive blood pressure cuff) showed the pressure was 93/39 (mean 52). The dpt was changed and the pressure measured 84/41 (mean 56). No injury was reported; however, according to the reporter, the persistent high readings led to the use of high-dose antihypertensive medication which was considered dangerous for the patient.

Manufacturer narrative:
The unit is expected to be returned for evaluation; however, it has not yet been received. A review of the manufacturing records could not be completed without a lot number. A supplemental report will be submitted with the evaluation is complete.

Manufacturer narrative:
One single dpt kit was returned for evaluation. Dry blood was visible inside the kit at the tubing connectors. The dpt zeroed and sensed pressure accurately on a pressure monitor and the pressure was stable during an 8-hour pressure drift test. Electrical testing showed that the dpt electronic components were intact; both input impedance (2343 ohms) and output impedances (302 ohms) were within the allowable specifications. No visible defects were observed on the cable connectors. Pressure testing was performed at various pressure values ( 0, 50, 100 and 300 mmhg) with a pressure monitor and a pressure gauge. Pressure drift testing was performed at 150 mmhg for 8 hours with a pressure monitor and a pressure gauge. Electrical testing was performed with a digital multimeter. Visual examination was performed under 10x magnification. There was no evidence of a manufacturing nonconformance found during the evaluation. It cannot be determined if some procedural factors may have contributed to the event reported. No actions will be taken at this time.